Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that there were no circumstances that led to the issues, they have had the problems since implant. The patient met with a manufacturer representative and spent 30 minutes reprogramming. The issues were resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient described stimulation as stinging and like pins and needles. The rep reported that the ins rapidly depletes and felt like the stimulation being delivered is very different from the ¿old¿ battery. The rep reported that the controller sometimes took a very long time to connect to the ins as well to make adjustments. The issue wasn¿t resolved. The rep had no further information. No further complications were reported.